Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: a flat crease, wear abrasion and white particles. A leak test was performed and found no leakage. A microscopic analysis was performed which identified no openings were observed in the device. The fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side deflation. Device remains implanted.